Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an epinephrine infusion; fluid leaked from a small crack at the end of the filter. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed, however the filter leaked from the air vent and not from a crack. No anomalies or cracks on the filter component were observed during initial visual inspection. Functional testing was performed; the set leaked from the air vent of the 0.2 micron filter. The root cause of the customer¿s report could not be determined.